Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient through social media that their device prematurely depleted ans they were questioning if it was a result of how the lead was programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.